Event description:
Product was returned as implant failure at 12 months. Based on the report, pt had no medical history, oral hygiene was described as moderate, and bone condition was described as poor. Surgery was traditional 2 stage on tooth location #6. Doctor indicated that the implant was removed because of poor bone condition and oral hygiene.

Manufacturer narrative:
Type of test(s): visual examination using naked eye and microscope performed to verify sla (sand blasting with large grit and acid etching) surface treatment was completed. Re-inspect the returned products' box dimensions and the depth of thread to verify if the products meets its specifications. Results: see attached test data. Visual examination was acceptable, sla surface treatment was confirmed. The product meets its dimensional specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Pt's bone condition and oral hygiene may have contributed to the implant failure.